Event description:
It was reported that the patient experienced pain at the pocket site and had difficulty charging due to ipg migration. The patient underwent a pocket site revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively. Nothing was explanted during the procedure.